Manufacturer narrative:
The customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change was replaced to resolve the reported issue.

Event description:
The hospital reported an error that causes elevated co2 levels. There was no report of patient injury.